Manufacturer narrative:
This report is submitted on sep 29, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to pain and performance decrement. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery. Device analysis report is attached. This report is submitted on december 15, 2021.